Manufacturer narrative:
(B)(4). Concomitant medical products: unknown baseplate cat#ni, lot#ni. Unk screw cat#ni, lot#ni. Multiple MDR reports were filed for this event, please see associated report: 0001825034 - 2020 - 00964. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: reverse total shoulder arthroplasty with loosening of the glenosphere possibly secondary to a fractured screw with glenosphere directed superiorly. A proximal cerclage wire is seen along the proximal humerus. Normal bone mineralization. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty on an unknown date. Subsequently, the patient planned to be revised due to unknown reasons. However, the patient got sick and had to reschedule. By the time the patient was cleared, the implant had expired. No revision took place. No further event information is available at this time.